Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files showed there was an issue with the frontal image processing pc. Upon functional testing, the fse observed an error message that fluoro storage was not possible and found the hard disk drive led was off on the second hard drive. To resolve the issue, fse replaced the hard drive with a spare that was onsite and recreated the image store on the imaging pc. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.